Event description:
It was reported that the patient on (B)(6) 2025 was positive for a positive blood culture bacterial infection. The cause of infection was due to complexity of medical management. It was probably related to the device. There were residual sternal marrow infection due to pump infection. This was treated with drug therapy only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After the pump exchange the infection was treated with teicoplanin and was not resolved. On (B)(6)2025, the blood culture was positive for mrsa in 1 set and on (B)(6)2025, the blood culture was positive for mrsa in 2 sets. The plan of care was continuation of antibiotic administration until heart transplant. The patient had the occasional fever observed but had good food intake and was able to perform rehabilitation. It was confirmed that the driveline infection that was first reported on (B)(6)2025 was the same as the infection that occurred (B)(6)2024. No infection was confirmed in the pump pocket.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection, as well as a specific cause for the infection and the reported alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had a driveline infection requiring pump exchange on (B)(6) 2024. Methicillin resistant staphylococcus aureus (mrsa) was detected from the surveillance culture of the driveline skin penetration site. Subsequently, open chest washing and drainage were performed, and mrsa was also detected from the mediastinum and pump. The pump exchange did not resolve the infection. The plan of care involved continuous administration of antibiotics.